Event description:
It was reported that during the procedure the right ventricular (rv) lead showed an outer insulation break. The lead was extracted and replaced. It was also reported during the procedure that the right atrial (ra) lead showed low resistance/impedance. The device was reprogrammed and because the patient was in chronic atrial fibrillation the physician opted to keep the ra lead in place. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the medial segment of the lead was returned, analyzed and the outer tubing had environmental stress cracking and was breached (non-electrical). It was noted that the defibrillation conductor was distorted, the defibrillation conductor fractured due to overstress, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the medial segment of the lead was returned, analyzed and the outer tubing had environmental stress cracking and was breached (non-electrical). It was noted that the defibrillation conductor was distorted, the defibrillation conductor fractured due to overstress, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut and the lead was stretched.